Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an arteriogram, the flexor ansel guiding sheath came apart inside of the patient's anatomy upon insertion. All portions of the sheath were able to be successfully removed from the patient without harm. Access was gained through the patient's leg via contralateral approach. A 0.035 inch diameter bentson wire guide (manufacturer unspecified) was being utilized through the sheath during the event. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, drawing, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the tip of the device was separated. The separated sheath tip measured 3.1 cm in length. The proximal segment of sheath tubing measured 86.9 cm in length, and 8.4 cm of coil extended from the distal end of the device. Exposed sheath liner was also observed to be embedded in the coil. The sheath material was frayed at the separation site, and accordion-like damage was observed on the separated tip. The failure was not a bond separation, because 1mm of the soft tip material was still attached to the proximal tubing segment. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unavailable, or unchanged.